Event description:
While using the blackmax-n system the surgeon detected oil spraying out of the hose and swivel portion of the motor. He stated that he had to wrap an instrument towel around the swiverl to continue the procedure.